Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t transducer was not producing a cw signal. There was no injury associated with this event.

Manufacturer narrative:
Vendor evaluation of the transducer determined a lifted pc board connection was the cause of the missing cw signal. This is a known issue that has been corrected by a previous design improvement.